Event description:
It was reported that the patient underwent a removal surgery. 'The left l1 setscrew, where the driver fractured, was stripped, and it was impossible to unscrew it using any driver. As a result, the surgeon cut the rod with a high speed drill, and then unscrewed the rod-screw-setscrew construct. Rest of the setscrews was removed using other drivers without any problems.' No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.